Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is bleeding. Upper case, ring cover, and battery drawer are broken. One bail cover and case screw are glued onto case; the cover broke when it was removed. Battery contacts are compressed. Keyboard window is scratched. Heart lead flex is out of specification.

Event description:
It was reported the display was broken. The device was returned for repair. No patient involvement was reported.